Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime test. The insulin pump had motor error stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm found in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received an alarm. The customer's blood glucose was 12 mmol/l at the time of incident. The insulin pump will be returned for analysis.